Manufacturer narrative:
No button error alarm noted. The insulin pump was received with intermittent button response due to corroded keypad traces. Unable to performed displacement, rewind, seating and basic occlusion due to intermittent button response. The insulin pump was received cracked retainer, minor scratched display window, missing display window cover, torn keypad overlay, fading serial number label and scratched case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump buttons were unresponsive even after the battery has been changed. No keypad anomaly troubleshooting was performed. The insulin pump is being replaced and is not expected to return for analysis.